Event description:
During the index procedure ((B)(6) 2013), 2 in.pact admiral were used to treat the left mid sfa and popliteal artery with a dissection present. Approx 2 protégé everflex self-expanding stents were used to treat residual stenosis in the left mid sfa and popliteal artery. Approximately 40 months post procedure, the patient suffered re-stenosis in the left sfa ((B)(6) 2017) and was treated with 1 in.pact admiral deb and a hawkone atherectomy device. The outcome is reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient also has a history of previous peripheral revasc in the right common femoral artery and femoral profunda. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Addition information received 26 june 2017: the patient was a previous smoker and also had previous btk surgery for left <(>&<)> right vascular disease. Approx 40 months post index procedure, the patient suffered with re-stenosis in the left sfa ((B)(6) 2017) and was treated approx three weeks later ((B)(6) 2017) with a hawkone directional atherectomy device and one in.pact admiral deb. The patient recovered. If information is provided in the future, a supplemental report will be issued.